Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that he was pushed in a pool yesterday while wearing the insulin pump, and the device was not functioning. The customer stated that condensation under the display and unresponsive buttons were observed. The insulin pump also alarmed several times. No further info was provided.